Manufacturer narrative:
A sample was received for investigation along with two pictures. A visual inspection of the sample and pictures found the luer of the product was broken. Testing was done using a force gauge on unused samples and found that the luer connector suffered damage when having contact with alcohol and having an excessive force. A review of manufacturing identified that production performs a 100 percent in process inspection to verify for damage or cracked sections in the male luer, in the packaging area, production performs a 100 percent in process inspection, to verify that the products are free of damage in the male luer. It was determined that the most probable root causes was due to an exposure of the product to alcohol in combination with excessive force or the luer came weak from supplier. A quality alert was generated to mention the use of the guards in the machines and a training alert was given to production personnel by quality engineer. A supplier corrective action report (scar) was issued against the supplier. A device history record (DHR) review was performed, and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that when staff attempted to draw blood, a piece of the product broke off into the cap. No patient injury was reported.